Manufacturer narrative:
Concomitant medical products: product ID: mc1vr01-delsys, serial# (B)(4). Other relevant device(s) are: micra; model #: mc1vr01-delsys/expiration date: 28-mar-2020/serial#: (B)(4) UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 11-oct-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), difficulties were encountered and because of the characteristics of the delivery system and the patient¿s poor condition. The ipg could only be advanced to a site where the thresholds were not satisfactory. It was noted that the delivery system became deformed because the defection button was repeatedly used. The following day, the thresholds on the ipg had risen and were high. The ipg was programmed off and was replaced with a transvenous ipg. No patient complications have been reported as a result of this event.